Event description:
A surgeon reported that a patient who received op-1 putty in combination with 5cc's of calstrux for an unk indication in 2006 for a revision of an l4-l5 nonunion and an l3-l4 decompression experienced an inflammatory reaction, fever and product migration, 3-4 days post-operatively the events resolved without sequelae. The surgeon suspects the events are related to the use of the products. The patient has no known risk factors. Previous surgery included an l4-l5 fusion. The events were deemed nonserious.